Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the device pre-fired. The surgeon was able to press the green button but was not able to squeeze the handle. There was no patient injury.